Event description:
The customer reported that the system produced un-diagnostic image quality while performing cinema sequences. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The cine drive was reformatted and associated software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.